Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment was cracked. There reporter confirmed that there was no indication of power issue related to the issue and there was no indication of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the pump battery compartment was observed to be cracked in two places; one crack below the bumper pad and one from the bumper pad to the top of the compartment. The pump battery cap was confirmed to tighten to the pump appropriately. The pump battery compartment was examined and moisture corrosion was observed in the battery compartment. The pump was observed to be unresponsive when attempting to power on. The pump was opened and no further moisture was observed. The pump was unable to power on during testing due to the moisture damage in the battery compartment.